Event description:
Customer reported her insulin pump has been alarming since yesterday. The alarm is a prime alarm. Customer's blood glucose was 99 mg/dl. The device was not dropped or bumped before the alarm. The drive support cap appears normal. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, stained end cap sticker and case scratched.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.